Manufacturer narrative:
Conclusion: the device history records for both valves were reviewed. The devices met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. The image review concluded that the first valve was implanted in a good position with moderate paravalvular leak (pvl) present. Images showed that a post balloon aortic valvuloplasty (bav) was performed but could not confirm the reported valve embolization into the sinuses. The use of a snare was confirmed to position the valve in the ascending aorta while the second valve system was being advanced. The second valve was confirmed to be at a good depth and a post-bav was performed. It was confirmed that the balloon catheter went through the first valve¿s outflow diamond. There was no evidence to show that the balloon was forcefully removed from the first valve and caused a frame deformity. The deformed valve was positioned in the abdominal aorta while a post-bav was performed to straighten out the deformity. While imaging showed that a stent was placed and deployed inside the first valve to repair the dissection, the reported dissection caused by the valve could not be confirmed from the images provided. The reported pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, based on the information received, a root cause for the pvl could not be conclusively determined. The valve reportedly embolized into the sinus of valsalva (sov) and then migrated proximally into the ascending aorta. Potential factors that can cause a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, although the valve dislodgement was reported to be related to the post-bav process, this was not confirmed by the image review. The reported frame deformity likely resulted from the balloon catheter catching onto the valve (going through the outflow diamond) but the series of events leading to the deformed valve could not be determined from the still images. It was reported that the dissection was caused by the valve. However, based on the image review, the cause of the dissection could be not confirmed. It should be noted that cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention) is a potential adverse event associated with the implantation of evolut pro in the instructions for use (IFU). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. Device code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, upon deployment, angiogram revealed mild-moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed. As the balloon was inflated, the valve embolized into the sinus of valsalva (sov) and then migrated proximally into the ascending aorta. A snare was used to secure the valve while a second 29mm valve was deployed at a lower depth. Angiography and transthoracic echocardiogram (tte) revealed mild-moderate pvl. A post-implant bav was performed. Rapid pacing was initiated with one inflation. During the withdrawal of the balloon, the embolized valve moved in sync with the balloon. It was determined that during non-medtronic wire exchanges, a wire may have passed through the outflow portion of the valve. Priority was made to remove the wire and balloon; the balloon and valve were pulled to an area within the abdominal aorta. The balloon was forcefully removed over a sheath which caused deformity of the valve. A post-implant bav was performed which relieved the deformity. Angiogram revealed a dissection in the area where the valve remained. A biliary stent was advanced in the area of the outflow portion of the valve and was successfully deployed. One day following implant, the patient was stable and was reportedly awake and talking. Per the physician, the dissection was caused by the valve. It was reported that significant calcium was noted in the aortic annulus and left ventricular outflow tract (lvot). No additional adverse patient effects were reported.